Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt the physician had difficulty inserting the guide wire into the lead and felt there was a potential lumen issue. The lead was also unable to pace at the maximum output. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.